Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. Additional information obtained from the field which indicated that the dislodgement was confirmed during a routine follow-up as the lead exhibited high pacing threshold. This lead was repositioned and still remains in service. No additional adverse patient effects were reported.